Event description:
The reporter stated that the surgeon inserted an aa4203tf plate silicone lens with toric optic. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed with another lens.